Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service engineer investigated the architect (B)(4) and observed no problems. A precision run for sodium, potassium, and chloride generated acceptable results. The ict module remained in use without further concern. A review of the service history for the architect (B)(4) verified there were no subsequent reports of inconsistent or erratic results. Field service (fs) identified the likely cause to be ict module sn 190109312. No other complaints have been received for ict module lot 190109. A review of historical data for ict module ln 09d28-03 revealed no adverse trends, systemic issues, or nonconformances related to erratic or inconsistent sodium or potassium results. Tracking and trending data for clinical chemistry systems revealed the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Manufacturing documentation was reviewed and provides adequate labeling regarding requirements for handling specimens, maintenance, component replacement, limitations of result interpretation, and troubleshooting the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect (B)(4) system.

Event description:
The account generated falsely depressed sodium of 118.3 mmol/l on ID (B)(6) on (B)(6) 2019 that repeated 140.3 mmol/l when processing on the architect c16000. No impact to patient management was reported.